Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed a motor error alarm. Customer pressed esc and act and the battery was drained and the settings were reset. Customer's blood glucose was 123 mg/dl. Device automatically turned off after the motor error alarm and rewind process. Customer reported the device alarmed a motor position encoder error alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus and basal delivery also, a confirmed e70 error alarm was found in the alarm history. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to perform a21 test due to motor error alarm. The insulin pump had normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump passed displacement, rewind, basic occlusion, prime and self tests. No check settings alarm or erase settings noted. The insulin pump had cracked reservoir tube lip.